Event description:
It was reported that the device was used during a retroperitoneal sarcoma resection. While dissecting the sarcoma, the surgeon was placing clips on the mesentery and vessels. Attempted to place clips with medium clip applier and the clip cut a hole in the vessel. Opened second medium clip applier but it was not used. A large clip applier was on the field and the device jammed, the clip did not properly feed into the mouth of the clip applier. At this point, the vessel was clipped and tied. A vascular surgeon and urologist were called in to ensure there was no damage, however some vascular bleeding was repaired. Pt received (6) units of blood for a transfusion. Pt is now stable. The case was completed with the open single clip applier.

Manufacturer narrative:
Info anticipated, but unavailable at this time.